Manufacturer narrative:
(B)(4). Batch # n56r4x. The analysis found that one pse45a device was returned with no apparent damage and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a right hemicolectomy procedure, the cartridge was loaded and the device given to the surgeon. He clamped down on the tissue as normal, waited fifteen seconds and proceeded to fire the device. He informed me that the blade moved forward a small amount and then stalled. He tried to reverse the knife blade and nothing happened. He then proceeded to use the manual override and again nothing happened. He managed to release the tissue by pulling it out of the anvil jaws. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.